Event description:
The customer reported that the ventilator was alarming due to a blower temperature high occurrence. The customer reported there was no patient harm. The facility biomedical technician reported the blower was replaced and the issue was corrected.